Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate of 45 units instead of the expected 220 units. There was no adverse impact to the customer's blood glucose level. Customer had previously troubleshot this issue and was informed that if it occurred again, pump replacement was approved. As a result, a replacement pump with updated software was sent by technical support, and customer was instructed on how to return the faulty pump to avoid billing. Customer acknowledged the instructions and confirmed understanding of procedures for returning the pump and setting up the replacement. Customer will continue to use current pump.